Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, a scratched case, a missing display window cover, a cracked case-corner of belt clip rails near the battery compartment and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the self-test, active current measurement, sleep current measurement and displacement test due to the blank display. During visual inspection, the cracked case-corner of belt clip rails extending towards the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. By using a test case, the pump was able to power up and continued testing. The pump passed the self-test, sleep current measurement and active current measurement. No blank display noted. In conclusion, the pump was unable to power up due to the shifted battery tube assembly.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.